Event description:
It was reported by the clinician that the catheter was being removed from a female patient suffering from head trauma. While removing the catheter from the femoral insertion site, they noticed it to be kinked, and once out of the patient, the tip was missing. The patient was taken to surgery, and the tip was removed from the femoral artery. It was noted, while the catheter was in the patient, she was extremely agitated and active which may have contributed to the kinking and damage to the catheter.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.